Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called about replacing the battery now the alarm was low battery, the battery failed, and there was power loss. The customer stated that the sensor was not ready and the smart guard was updated. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the short battery lifetime and the replace battery now alarm found in the history. Troubleshooting was performed for the replace battery now alarm and there was no product replacement. Troubleshooting was performed for the auto mode, battery failed alarm, power loss alarm, and the customer was advised to monitor the pump. The replace battery now alarm after receiving a low battery warning. The alarm occurred less than 8 hours after low battery warning. The customer requested for the assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer was able to clear the alarm and complete the rewind process if requested. The pump was recently stored or without a battery for more than 10 minutes. No harm requiring medical intervention was reported. No product return is required for mmt-1884.